Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that missing sensor wire occurred. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - additional information. E1: initial reporter postal code - correction - moved to e1 initial reporter zip code. E1: initial reporter telephone number - correction. G3: date received by manufacturer - additional information. H2: correction/additional information. H5: labeled for single use - correction.

Event description:
Subsequent to the initial MDR, a correction is required.